Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they performed pm, verified bezel assembly ok. Lvp keypad recall completed. Replaced dim u4 on display board. T based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly - broken door latch. Based on the findings, service determined that no fault was found for the reported issue. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2018 to the present date 1/9/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device has the wrong bezel. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they performed pm, verified bezel assembly; ok, lvp keypad recall; completed, replaced dim u4 on display board. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 10/08/2018 to the present date 1/9/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. Based on the findings, service determined, that no fault was found for the reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. 1143616 for dim u4 display segments.

Event description:
The customer reported, that the device has the wrong bezel. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device has the wrong bezel. No patient involvement.